Event description:
It was alleged by the nurse at hospital that the inner blister was found cracked during a surgery. The customer is requesting a replacement.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.